Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgical manipulator (usm) 3 was confirmed to be loose. The fse replaced the usm which resolved the reported issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis evaluation. The unit was analyzed and found the reported failure to be confirmed. The unit was tested on an in-house system in normal mode with no failures. The usm was also tested on a testing platform, where it passed all tests. During visual inspection of the usm the carriage was verified to be loose, and the linear rail failed the linear rail bearing inspection.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the universal surgical manipulator (usm)3 carriage was loose. The procedure was completed with no reported injury.